Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01251, 2134265-2011-01338. It was reported that during an angioplasty and stenting treatment procedure, a retroperitoneal bleed occurred. The physician was treating multiple lesions located in the right common iliac artery (cia), left common iliac artery, and left external iliac artery (eia). Severely calcified stenosis was present. Four stents were placed during the procedure to treat the lesions. A 10.0x40x75cm express ld stent was chosen; however, the stent moved approximately half a millimeter during insertion due to the "tight stenosis". The stent was still located on the balloon between the markers, therefore, the physician implanted this stent in the right cia without complications. A 10.0x60x75cm express ld stent was placed in the left cia without complications. An 8x61x75 epic vascular stent and an 8x82x75 epic vascular stent were placed in the left eia without complications. An (B)(4) diamond balloon catheter was selected to post-dilate. While post-dilating at no more than 8atms in one of the epic stents, the eia "ruptured" causing a retroperitoneal bleed. The ut diamond balloon catheter was removed from the patient intact. Another manufacturers' covered stent was placed inside the epic stent to "seal the rupture" and treat the bleed. No further patient complications were reported and the patient's status is unknown.